Manufacturer narrative:
Investigation summary: no product was returned by the customer, however one photo was returned. The photo shows the separation, however, the customer complaint of the tubing separating below the drip chamber while in the package could not be verified due to the product not being returned for failure investigation. A device history record review for model 2ms3500-15 , lot number 20043361 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Root cause analysis: the root cause of this failure was not identified as no product was returned. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 36 in 15 drop secondary set w/hgr tubing separated on 2 occasions. The following information was provided by the initial reporter: material no: ms3500-15 batch no: 20043361. It was reported tubing separated below the drip chamber while in package.